Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/18/2014 with the following findings:the initial complaint about the keypad could not be duplicated. The keypad was intact with no evidence of peeling or damage. All of the keypad buttons were responsive. There was no evidence of contamination on the key contacts. Unrelated to the initial allegation, the display screen was found to be dim and discolored. The battery compartment was cracked below the bumper pad. The audio bolus button was detached from the pump and missing.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the up, down, and ok keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.